Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event was a faulty printed circuit board. The root cause of why the printed circuit board failed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii video system center display lines of color changes. The customer was able to receive some response when a hand is waved in front of the scope. The event occurred during preparation for use. During a standard service inspection of the customer returned device, printed-circuit board failure was noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, faulty patient board set causing color lines on top of the image with 180 scope was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.